Event description:
It was reported that patient presented to routine generator change procedure. Prior to procedure it was found that patient's right ventricular (rv) lead exhibited high threshold, high pacing impedance and low sensing. Lead fracture was also noted. The lead was capped and replaced on (B)(6) 2024. There were no patient consequences.